Manufacturer narrative:
Section evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted the single use loading unit was partially applied. Staple pushers were deployed at the proximal end; the staples were not deployed at the distal end. Microscopic inspection of the knife blade displayed damage. Functionally; the sulu unloaded and loaded repeatedly without difficulty. The sulu was reset. The sulu and instrument were applied to test media with acceptable results; the knife cut completely and cleanly and the remaining staple line was properly formed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of this condition may occur if the loading unit and knife blade was applied over an obstruction or thick tissue during clinical application. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: as per the additional information received, changed to a new product in order to complete the case. No injury. Current status of the patient is stable.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the stapling device partially fired.